Event description:
Ecolab intratemp warming unit used during surgery to repair an abdominal aortic aneurysm. Upon tear down of sterile field, it was noted that basin had a small crack in the underneath of basin. Crack was unable to be visualized from sterile portion. The physician was notified, infectious disease was consulted. Baseline blood cultures were obtained and patient was placed on further antibiotic therapy for 2 weeks. The patient was stable without fever and was closely monitored. Blood cultures had no growth after 4 days. Pharmacy was dosing vancomycin.